Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported that the needle with the shield was separated from the barrel when removing the shield."